Event description:
Biopsy forceps inserted and after opening and closing, a circular shaped metal-like, blackish, small foreign object was noted in the stomach. A roth net was inserted and the object was retrieved. The staff secured a new unused forcep and compared it to the one in question. Staff was unable to conclude the small black object came from the device. Unable to conclude if the device malfunctioned. Manufacturer response for radial jaw 4 2.8mm, (brand not provided) (per site reporter): manufacturer contacted by gi lab.